Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture. Subsequently, this lead was partially explanted, retaining the tip and portion of the lead body, and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.